Event description:
It was reported that the patient woke up and felt hip was unstable. She went to the ER where they reduced her dislocation. After closed reduction there was leg length difference so x-ray was taken. Surgeon decided to admit patient and operate to reduce hip. X3 poly for mdm and 28mm ctaper +5 head were taken out and new implants were put in.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation and dissociation of an mdm hip system involving an unknown trident shell was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded "the root cause of this pi case is predominantly procedure-related regarding cup position with low or absent anteversion that will predispose to dislocation with more extreme range of movement in the hip and revision status of the index arthroplasty leaving a lax capsular structure around the hip further predisposing to dislocation." Conclusions: clinician review of the provided records indicated the likely root cause of the dislocation to be malposition of the patient's acetabular cup. Dissociation of the adm poly occured later, likely during manipulation of the patient's dislocated joint.

Event description:
It was reported that the patient woke up and felt hip was unstable. She went to the ER where they reduced her dislocation. After closed reduction there was leg length difference so x-ray was taken. Surgeon decided to admit patient and operate to reduce hip. X3 poly for mdm and 28mm ctaper +5 head were taken out and new implants were put in.

Manufacturer narrative:
The catalog number and lot of the device was not provided. The device was reported as an unknown trident shell. The shell was not revised by the surgeon. Radiology confirms the intra-prosthetic dislocation. The exact cause of the event was most likely related to mal-positioning of the shell, device remains implanted.